Event description:
It was reported that the lead was explanted due to loss of capture 5 months after implantation. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated approximately 25.5cm distal to the df4 connector pin, in the region of the suture sleeve a 360 degree deformation of the outer conductor coil. The lead body was found squeezed in this area. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. At this position cuts in the insulation were detected which most likely occurred during the explantation procedure. Further analysis of the lead did not reveal any irregularity that may have contributed to the reported loss of capture. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.